Event description:
It was reported to boston scientific corporation that during a anterior repair procedure using a pinnacle posterior pelvic floor repair kit, as the physician was placing a leg assembly through the patient's sacrospinous ligament, the dilator detached. Reportedly, the detached dilator remained grasped by hemostats and did not fall loose inside the patient. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who is reportedly fine.